Event description:
It was reported that there was an elective replacement indicator (eri) message. Battery depletion was premature. The device had not been explanted/replaced, it was pending. The patient¿s device was in continuous mode. The patient had not recovered, the symptoms issue was ongoing. Reference manufacturer¿s report number: (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted:(B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v236672, implanted:(B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v259112, implanted:(B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. (B)(4).